Manufacturer narrative:
The reported event of deformity of device upon deployment could not be confirmed. The investigation confirmed, the device met visual and functional specifications when analyzed at abbott. Additionally, a photo from the field appeared to show an occluder device deployed in to a bulbous shape. The device history record was reviewed, to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2021, a 30mm amplatzer cribriform occluder was selected for implant. During procedure, when deployed inside the patient, the left atrial disc appeared irregular/bulbous and was removed from the patient. A new 25mm amplatzer cribriform occluder was successfully implanted. The patient was reported to have been discharged home.